Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d4 - catalogue#: a catalogue # is unknown, as product lot number was not provided. Section d4 - lot#: unknown/ not provided section d4 - expiration date: unknown as product lot number was not provided. Section d4 - UDI #: unknown as product lotnumber was not provided. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation and the lot for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product lot number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on three (3) occasions while using healon pro, black fibre was introduced into the eye. The fibre was easily removed during normal procedural aspiration/irrigation. There was no patient injury reported. No further information was provided. A total of three events were reported. The other incidents have been captured in separate reports.